Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2010, the patient underwent a spinal fusion surgery (anterior lumbar interbody fusion and posterior lumbar fusion surgery) on the lumbar region of her spine from vertebrae l4 to s1. Reportedly, during the surgery, select parts of rhbmp-2 (i.e. Only the rhbmp-2 and collagen sponge) were used in the patient from a transforaminal and posterolateral approach. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and posterior elements). It was reported that on (B)(6) 2014, the patient underwent her second spinal fusion surgery on the lumbar region of her spine from vertebrae l2 to l4. Reportedly, during the surgery, select parts of rhbmp-2 (i.e. Only the rhbmp-2 and collagen sponge) were used in the patient from a direct lateral and posterior approach. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and posterior elements). It was reported that on (B)(6) 2015, the patient underwent her third spinal fusion surgery on the thoraco-lumbar region of her spine from vertebrae t12-l2. Reportedly, during the surgery, select parts of rhbmp-2(i.e. Only the rhbmp-2 and collagen sponge) were used in the patient from a direct lateral and posterior approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the lateral gutters). It was reported that on (B)(6) 2015, the patient underwent an unspecified revision surgery. As reported, the patient's post-operative period had been marked by a period of improvement, followed by progressively worsening and chronic low back pain with radiculopathy into both legs. Reportedly, the patient experiences difficulty walking and uses a walker to assist in ambulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with 1) prior l2-s1 fusion with retained spinal instrumentation. 2) spinal stenosis, l1-2. 3) lumbar radiculopathy. 4) morbid obesity with a body mass index of 35.7 and underwent the following procedures: 1) decompressive lumbar laminectomy, foraminotomy, bilateral l1-l2. 2) extension of prior l2-s1 fusion up to t12. 3) posterior segmental spinal instrumentation. 4) local autogenous bone graft supplemented with cancellous allograft and bone morphogenic protein. 5) exploration of prior l2-s1 fusion. As per op-notes,¿ we did full decortication at t12-l1 and l1 -2. Rods were then cut to the appropriate length and contoured and secured to the screws instandard fashion. The cross-link was then replaced. The bone graft can be reconstituted a medium bmp. This was then placed bridging t12-l2. Bone graft was then packed in the lateral gutters. The retractors were removed. Muscular hemostasis was achieved with the bipolar. Paraspinal musculature was coated with 2 g of vancomycin powder. A drain was placed and brought out laterally.¿ the patient tolerated the procedure well without any intraoperative complications.